Manufacturer narrative:
All of the buttons functioned properly and no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked window.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that the insulin pump had been stored for a while and was not in use. Blood glucose level at the time of the incident was 112 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.